Event description:
It was reported that during an unknown procedure the handpiece was not recognized by the generator.

Manufacturer narrative:
Pc(B)(4). Date sent: 4/3/2023 event year only reported. Batch #: u94x2w. Additional information was obtained: the generator did not display any error message. The device was not detected. The device did not pass the pre-test. The device did not work at all. No patient consequence. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the 6-32 stud damaged. Not all functional testing could be performed due to the device could not be attached to the test instrument. As the instrument was recognized by the gen11, the reported event of communications issues could not be confirmed. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. Positive moisture indicator describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. It is possible that the stud got damaged as a result of dropping. The ingress of moisture may affect handpiece functionality.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2023.